Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. The present drill bits were analyzed for conformance to print specifications; no abnormal findings were identified. No abnormal findings were identified. Inspection records indicated no problems with the lot in question. Also we are not aware of any similar occurrence regarding to this article. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. As no detailed information, like how or when the drill bits were damaged, was provided we are not able to determine the exact cause of this occurrence. There are clearly visible stress marks at the coupling shafts. This let us assume that a mechanical overload caused the damage of these devices. A review of the device history records for this lot has been requested. The device history record was researched; no abnormal findings were identified. (B)(6).

Event description:
It was reported that on (B)(6) 2011, as three drill bits were fitted into the drill prior to testing, two of them bent and one was snapped. No further information is available at this time. This is report 1 of 3 for complaint (B)(4).